Event description:
It was reported that a therapeutic hydrothermal ablation procedure was attempted on a pt with a fibroid almost as large as the uterus. The doctor started the diagnostic phase, then stopped to try to remove the fibroid with biopsy forceps, unseccessfully. The hta was started again, with a good seal. After about 2.5 mins of ablation there was an alarm: 9cc/min fluid loss. The procedure was stopped, the cavity cooled and the sheath removed. The doctor then removed part of the fibroid with biopsy forceps, and started the hta again. After 2-3 mins of ablation the fluid level started to drop again so the doctor chose to stop the procedure before the alarm sounded and abort the case. The doctor then resected the fibroid with a resection loop, examined the cavity with the resectoscope and saw no problems. Two days later the doctor reported that a bowel resection and colostomy had been performed because there was a bowel burn. She reported that she believed she had perforated the uterus with the biopsy forceps and then burned the bowel with the resection loop as she resected the fibroid.